Event description:
Flu vaccine administered in right thigh, on removal needle detached from hub and remained in patient's leg- all of vaccine was injected. No harm resulted, patient received all of medication and needle was immediately removed.